Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient has been experiencing pain in the groin. Patient has tenderness in hip joint. He does not feel much pain when walking except when going up steps or going up an incline.